Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 90% stenosed proximal left anterior descending artery. After performing pre-dilatation with the 3.5x15 mm traveler nc balloon catheter, approximately 3 times, a non-abbott stent was implanted. The same traveler nc balloon catheter was advanced for a second time and was being positioned when the proximal shaft separated approximately 20 cm from the proximal end of the catheter. Resistance was felt during advancement of the balloon catheter with the introducer sheath during advancement. A new traveler nc balloon catheter of the same size was used for post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: hyperion. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance with the introducer sheath could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or resistance with the introducer sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.